Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the tip was torn with the distal tip detachment. A 7f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was difficult to pass the rota burr through and it was noted that the tip of the guidezilla ii was torn with the distal tip detachment. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the tip was torn with the distal tip detachment. A 7f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was difficult to pass the rota burr through and it was noted that the tip of the guidezilla ii was torn with the distal tip detachment. The procedure was completed with a different device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and highly calcified first and second posterolateral segment. The guidezilla ii was used to cover a dissection lumen. Each time the rota burr was inserted into guidezilla ii, it applied stress to the tip of guidezilla. Then, the tip of the device detached inside the patient body. The detached piece was left inside the patient body and there was no additional intervention to remove the detached tip. No consequence to the patient.

Manufacturer narrative:
E1 - initial reporter city: oita city oita prefecture (B)(6).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. There was blood present in the shaft of the device. The shaft, markerband and tip of the device were flattened for a length of 11mm. The tip of the device was damaged and torn. The missing tip portion was not returned with the rest of the device. The ID (inner diameter) of the collar to the guidezilla ii 7f guide extension catheter was measured using a calibrated pin gauge and was measured within specification. Photo media reviewed depicted an incomplete tip, with shaft (flat) damage and a torn portion of the tip which aligns to what was seen in analysis. The device was returned incomplete as the tip of the device was damaged and a portion of the tip did not return with the device as the missing portion was reportedly not retrieved from patient. Analysis could not verify the reported difficulty advancing another device, as the clinical circumstances could not be replicated. The flattened shaft and tip damage could cause resistance to device advancement or retrieval.

Event description:
It was reported that the tip was torn with the distal tip detachment. A 7f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was difficult to pass the rota burr through and it was noted that the tip of the guidezilla ii was torn with the distal tip detachment. The procedure was completed with a different device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and highly calcified first and second posterolateral segment. The guidezilla ii was used to cover a dissection lumen. Each time the rota burr was inserted into guidezilla ii, it applied stress to the tip of guidezilla. Then, the tip of the device detached inside the patient body. The detached piece was left inside the patient body and there was no additional intervention to remove the detached tip. No consequence to the patient.